Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4276449. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I had one of my rns submit an si report earlier today for a bd insyte autoguard bc 24g (ref (B)(4). Malfunction. When attempting to engage the safety to allow for needle retraction the safety became stuck. Additionally, the catheter around the needle was difficult to thread. Other reports were only verbalized during the initial investigation of the product after the rn discussed her experience with fellow team members. After testing several from the same lot # I personally can attest to the safety getting "stuck" during retraction into the device.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Your report of delayed needle retraction was confirmed, and the cause appeared to be manufacturing related. 71 representative 24ga insyte autoguard bc units were received in sealed packaging from lot number 4276449. A functional test revealed that the needles fully retracted; however, the retraction time of some needles exceeded the specification. Your report that the catheter was difficult to thread could not be confirmed from the returned samples. The slow retraction may have been a contributing factor of the reported issue; however, the root cause of the threading difficulty could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.